Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84, with 510k/PMA/bla number p080023.

Event description:
The customer reported a false nonreactive alinity I anti-hbc ii result generated on the alinity I processing module for a 72-year-old female patient. The following data was provided: sample 1: initial result = 0.04 s/co. Repeat results = 5.28 and 4.82 s/co. Reference range for anti-hbc: < 1.00 s/co nonreactive, >/= 1.00 s/co reactive . There was no impact to patient management reported.